Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 2 ml of clenz (cleaner) fluid leaked under the blood sampling valve of the coulter lh 750 hematology analyzer when the instrument was placed in shutdown mode. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing for the rinse block vacuum was pinched.